Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no button error alarm. Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. Analysis was unable to perform the prime and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The insulin pump will be returned for analysis.